Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Waste bag pressure max alarms occurred during a routine hemodialysis treatment. The operator started the rinseback process; however, they did complete rinseback, resulting in an estimated blood loss of 160cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss event is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not received by nxstage. The actual cause of the wbp alarms cannot be determined, however, the user's guide states that a kink or occlusion may have contributed to the increase in pressure. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding troubleshooting alarms. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.